Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to a damaged j702 connector on the distribution node pca. The cause for the damage connector was isolated to a strained trunk cable. The root cause for strained trunk cable could not be positively identified, but was likely excessive force. No adverse event resulted from the defective electrode belt. Review of the patient's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the device caused or contributed to the patient's death.

Event description:
A zoll distributor returned electrode belt sn (B)(4) for an unrelated issue. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last patient to use electrode belt sn (B)(4) passed away on (B)(6) 2014. The device properly detected bradycardia and asystole. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms.